Event description:
An anesthesiologist reported a "fairly large piece" of skin came off when removing the 3m ioban drape from a patient following a total knee replacement procedure. The customer said it was an avulsion that resulted in a longer hospital stay and treatment with a wound vac. There was no other adverse patient effects reported.

Manufacturer narrative:
No other adverse patient effects were reported. If additional information is received, a follow-up report will be submitted. No evaluation will be performed.